Event description:
Same case as MDR ID #: 2134265-2013-06566, 2134265-2013-06567. It was reported that during a percutaneous coronary intervention (pci), automatic pullback failure occurred. The opticross imaging catheter was used in conjunction with the motor drive unit (mdu) to visualize the lesion. The 90% stenosed target lesion was located in an unspecified vessel which is mildly tortuous and mildly calcified. During the procedure, automatic pullback failed. The catheter was reconnected to the mdu but the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the distance from the distal end of the transducer housing to the catheter tip measured 49.0mm is not within specification. The telescope assembly was not able to properly pull back, advance, or retract. It was also observed, imaging core wind up in the proximal strain relief assembly and broke off from the hub. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2013-06566, 2134265-2013-06567. It was reported that during a percutaneous coronary intervention (pci), automatic pullback failure occurred. The opticross imaging catheter was used in conjunction with the motor drive unit (mdu) to visualize the lesion. The 90% stenosed target lesion was located in an unspecified vessel which is mildly tortuous and mildly calcified. During the procedure, automatic pullback failed. The catheter was reconnected to the mdu but the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.